Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Device was visually checked. Functional test was performed. Accuracy test was performed- test passed (-0,217%). The customer did not complain about any problems; therefore, the complaint was not duplicated. However, the dso seal was found damaged and was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device needed repair. There was unknown patient involvement and unknown patient harm/adverse event reported.